Event description:
It was reported that there was difficulty backloading the filter retrieval catheter over the barewire; the wire did not exit the guide wire exit port. There was no resistance noted during removal of the catheter from the barewire. A new retrieval catheter was used successfully to complete the case. No adverse patient sequela or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficult to position with the guide wire was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.